Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on oct 6, 2025. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information). H6 (identification of evaluation codes 4114, 3221, 4315). The affected sample was not returned for investigation; therefore, a thorough investigation could not be performed. However, additional information was provided, that stated the me increased the negative pressure without knowing an appropriate range. A retention sample could not be evaluated as the lot number was not provided. Without a returned device, a thorough investigation could not be performed, and a definitive root cause could not be determined. However, a possible cause is using the device outside of the IFU recommended settings for vacuum pressure. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo will not receive the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. D4 ¿ primary unique device identification (UDI) number is only the di number. The pi number is not available as the lot number is unknown.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, there was a hole formed in the heart. As per the subsidiary, due to poor vacuum, instruction was given to increase the negative pressure. However, the pressure was increased without knowing an appropriate range. A hole formed in the heart where the positioner was attached. It was unclear when the hole formed. During the operation, a marketing specialist at the distributor was contacted to confirm the appropriate pressure. Then, the chest was closed, and no issues were reported. Details on how to treat the hole were unknown. Product was not changed out, procedure was completed successfully, there was an unknown amount of blood loss.